Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: small, hard, white sliver was found inside the final container. No patient involvement.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). One (1) unused sample was received for evaluation. Upon visual inspection by the naked eye, one particle was detected. This particle was identified as acrylonitrile butadiene styrene (abs) under ft-ir analysis. There is a component of the bag assembly that is made from abs. As a result, the component of the bag made from abs could not be excluded as the source of the contamination. The component containing abs is purchased from an approved supplier and goes through an incoming inspection before being used in production. A device history record review was performed for the component going back two years, and this review did not reveal any abnormalities or non-conformances. The supplier of the component was notified of this report. A project has been initiated to address issues involving this component. If additional pertinent information becomes available a follow-up report will be filed. Corrected data: the method, results, and conclusion codes were updated to reflect the investigation results.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). One (1) unused sample was received for evaluation. Upon visual inspection by the naked eye, one particle was detected. This particle was identified as acrylonitrile butadiene styrene (abs) under ft-ir analysis. There is a component of the bag assembly that is made from abs. As a result, the component of the bag made from abs could not be excluded as the source of the contamination. The component containing abs is purchased from an approved supplier and goes through an incoming inspection before being used in production. A device history record review was performed for the component going back two years, and this review did not reveal any abnormalities or non-conformances. The supplier of the component was notified of this report. A project has been initiated to address issues involving this component. If additional pertinent information becomes available a follow-up report will be filed.